Event description:
The customer complained of questionable results for troponin I on samples from two patients. On (B)(6) 2013 patient 1 had a troponin I of 0.234 ng/ml. This result was reported outside the laboratory. On (B)(6) 2013 the sample was repeated on a centaur analyzer with a result of < 0.02 ng/ml. This result was also reported outside the laboratory. On (B)(6) 2013 patient 2, a (B)(6) male, had a troponin I of 7.1 ng/ml. This result was reported outside the laboratory. On (B)(6) 2013 the sample was repeated on a centaur analyzer with a result of < 0.02 ng/ml. This result was also reported outside the laboratory. Both patients were hospitalized in the utic department. There was no death, injury, illness, or deterioration in health due to the event. Neither patient was harmed by any action taken. The lot number of the troponin I reagent was 173598-01; the expiration date was requested but not provided.

Manufacturer narrative:
This event took place in (B)(6).

Manufacturer narrative:
Two patient samples were sent by the customer to the manufacturer for testing. The investigation was unable to draw a clear conclusion whether an interfering factor was present in either sample. It was determined the presence of specific reagents were necessary to generate a signal above background. A general hama interference could be excluded. Due to lack of sample material no additional investigation could be performed. The investigation concluded that patient 1 was truly negative since the measured values were below the cut-off (0.3 ng/ml), and patient 2 was presumably a (B)(6) since the centaur tni and roche tnt hs assays produce very low values.